Manufacturer narrative:
Updated data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the valve was partially sutured when the stent of the valve was bent by force during implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed all leaflets were observed in the closed position with a gap at the point of coaptation. All leaflets were flexible. Leaflet 1 exhibited a twisted appearance, with multiple folds noted along the outflow margin of attachment. A gap was also present at the inferior coaptive junction (icj) distal to post 2. Leaflet 2 demonstrated a similar icj gap on the opposing side of post 2, along with additional tissue folds at the icj distal to post 3. Leaflet 3 showed a superficial tear at the point of coaptation. Additional folds were present at both icjs associated with post 3 and post 1. Overall, the distribution of folds and gaps across the leaflets appears to correlate with visible bending of the respective stent posts. The leaflets at the commissure junctions appeared intact. Posts 1 and 2 exhibited pronounced lateral deflection, which appeared to influence the positioning and movement of their respective leaflets. Post 3 demonstrated a slight sideways deflection. The valve was received with the sewing cuff in an upright position. The sewing cuff exhibited small, marginal cuts and tears, likely attributable to explant-related damage. Updated data: d.9: device available for evaluation?:, return date: h.2: device evaluation: h.3: device evaluated?: h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 25mm aortic bioprosthetic valve implanted in the pulmonary position, it was explanted and replaced with a 25mm valve of a different model. The reason for the replacement was reported as when pushing the valve into place within the annulus, the surgeon pushed the valve down using one of the stent posts with forceps and noticed the stent post had become bent out of shape due to this. No additional adverse patient effects were reported.